Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at the two week post implant follow-up, the pulse generator reported one hundred and thirty one noise reversions. The device was reprogrammed.